Manufacturer narrative:
Device evaluation of monitor sn 07014260 has been completed. The reported problem ((B)(4) abnormal shutdowns) has been confirmed. As rec'd, the monitor revealed abnormal shutdown flags. The cause of the shutdowns was an intermittent connection at bga component u500 (dsp) on the ca board. The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 1/21/13. Results will be monitored. No adverse event resulted from the defective monitor. The patient rec'd a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor display was frozen on the startup screen. A review of the patient flag files revealed several code 107s (abnormal shutdown). The patient was provided with a replacement monitor.